Event description:
It was reported that the external pulse generator (epg) failed the self-test. The epg was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) failed the self-test. At analysis it was determined that the epg liquid crystal display (lcd) failed the backlight on-off automated test. It was noted that the hanger assembly was broken, the lower case was damaged at upper side of battery cover area, the device surface was sticky, the buttons were polluted and the lower case plugs were missing. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.